Event description:
It was reported that a hot line call stated the following: the nurse in ICU stated they received "low helium alarms." As a result, the helium tank was changed. The "low helium alarm" continued & tank level read 185psi. Clinical support specialist (ccs) asked nurse if tank was full & she replied "it had a white cap on it" and also verified valve was completely open. The nurse told css she went to get spare pump; however, they received "low helium alarm" on that pump as well. Tank was changed & again still had "low helium alarm", but they could not turn on/off valve at all - it "seems stuck."

Manufacturer narrative:
Details of event cont'd: css advised nurse to send second pump to biomed for service. Nurse told css she is no longer "getting low helium alarms on the initial pump and helium now reads 286 psi." Css asked nurse if another pump was available & nurse said there was one available in cath lab. Css suggested that if "low helium alarm" returns she should change out pump & if possible, get a tank out of the box so she can verify it's full. Also, this pump should be sent to biomed "whenever" discontinued from pt so tank connection & valves can be checked. Follow-up report will be filed if add'l info becomes available.